Event description:
On 07/17/08- received email from tehnician, alleging that when they received the bed the nut that secures the ground wire to the ground lug was loose. On 07/17/08- the technician stated that he tightened the nut to resolve the issue.